Event description:
A surgeon reported a pt that was having difficulty with her near vision following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported that the pt's distance vision was good with a drug induced pupil constriction, her near vision improved to j3 (20/30) but the pt did not like the side effects of the drops. The surgeon stated that the lens is in place and the pt has mild dry eye syndrome. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. There was not enough provided from the reporter to properly complete an investigation. Add'l info has been requested by phone, fax, and mail 2/15/2012, 2/20/2012, 2/24/2012. Add'l info was received in a f/u phone call with the surgeon on 2/28/2012. A completed questionnaire has not been received. (B)(4).